Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient expired from a ruptured abdominal aortic aneurysm on (B)(6) 2014. The vad coordinator also reported that the event was not related to the pump. The pump was functioning as intended with normal parameters and there were no alarms. During the evaluation of the pump's blood-contacting surfaces, depositions of clotted blood were found in the outlet stator and around the rotor.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation, and loose, tissue-like depositions were found throughout the pump. The device was returned assembled with the percutaneous lead (lead) intact. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump's inlet port. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow elbow) was returned attached to the pump's outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. Examination of the pump upon disassembly revealed tissue-like depositions admixed with loosely clotted blood within the sealed inflow conduit and the sealed outflow graft. Evaluation of the pump's blood-contacting surfaces also revealed depositions of clotted blood in the outlet stator and around the rotor. The observed depositions were non-laminated and lacked denaturation, suggesting that they developed acutely. Furthermore, their lack of structure is consistent with poor surface washing due to a low flow state, such as the termination of vad support. However, a root cause for the development of the observed depositions could not conclusively be determined through this evaluation. Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.